Manufacturer narrative:
(B)(4). Batch # n91p3r. The lot history records were reviewed, and the manufacturing criteria were met prior to the release of this lot

Event description:
It was reported that during an unknown procedure, the jaw of the device was broken. There was no patient consequence.